Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. Although requested, the AED has not been returned and the cause of the AED not providing audible prompt could not be determined.

Event description:
An international distributor reported their customer's AED would not power on, however it powered on with a spare battery but did not emit any sound. They reported that this did not occur during patient use.